Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected during a patient event. The patient associated with the reported event did not survive. Another device was subsequently used. It could not be determined if the device caused or contributed to the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Evaluation of log files indicates there were several "leads off" messages that indicate a connection issue with the defibrillation electrodes. The electrodes were not returned for evaluation. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected during a patient event. The patient associated with the reported event did not survive. Another device was subsequently used. It could not be determined if the device caused or contributed to the event.